Event description:
It was reported that during the pacemaker implant procedure the physician connected the right ventricular (rv) lead into the right atrial (ra) port in the device header. Physician tried to remove the lead but in the process the right ventricular (rv) lead began to fray. This lead was surgically capped as the tip of the lead was stuck in the header. No adverse patient effects were reported. Product has been returned and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the header and lead barrels noted no irregularities, no obstructions and all of the inside parts were intact. Lead barrel and terminal block dimensions were verified. Pin gage testing was completed and confirmed setscrew could travel into the terminal blocks and could freely move in both directions. It was confirmed that a lead connector end could be fully inserted and withdrawn without difficulties. The device passed the returned products test which involves; automatic diagnostic testing which verified performance of pacing, sensing and recording device functions. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the (reported clinical observations), but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that during the pacemaker implant procedure the physician connected the right ventricular (rv) lead into the right atrial (ra) port in the device header. Physician tried to remove the lead but in the process the right ventricular (rv) lead began to fray. This lead was surgically capped as the tip of the lead was stuck in the header. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.